Event description:
A remstar auto a-flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the third party service center visually inspected the device, and no foam particles were noted in the airpath yet blower foam degradation was noted. Additionally, the service technician also noted dust contamination, and the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use condition that are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and or product malfunction.